Event description:
The recipient fell on her head on (B)(6), 2019 and subsequently lost hearing benefit with the device. External parts were checked and found to be functional. The recipient was re-implanted on (B)(6)2019. The device was not returned for investigation.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet. This is a final report.

Event description:
Recipient is reported to have fallen and hit her head after which hearing perception with the device was lost. Reimplantation is considerd but has not yet been scheduled.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User is reported to have fallen and hit her head after which hearing perception with the device was lost. Reimplantation is considered.